Event description:
A customer contacted baxter's technical service center reporting that there was a leak at the connecting point of the patient line extension to the patient line. The hp further added that she had woken up with shoulder pain while on the homechoice (hc) display during dwell, so she went to the hospital and they told her that she had air in her. Per hp, the hospital gave her an injection for it. The hp stated that she was going to use an extension from another box. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and a cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.